Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No power error 25 noted during testing or in the pump trace download. Analysis identified product meet specification properly.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got power error detected on insulin pump. Customer's blood glucose was unknown at the time of the incident. Explained pump will need to be replaced. Advised to revert to backup plan per hcp's instructions. Product will be returned for analysis.